Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a loss of therapy at an unknown date due to lead migration. Surgical intervention took place on (B)(6) 2022 wherein the lead was explanted and replaced. Effective therapy has been established post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.